Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients paddle lead had migrated out of the epidural space. The patient underwent a revision procedure wherein the paddle lead was replaced. The patient was doing well post-operatively and the explanted device was not returned due to hospital policy.